Event description:
The hcp reported that the pt developed gram positive infection of the device implant pocket. The pt was treated with oral antibiotics and the device system explanted. The infection is reported to have resolved.